Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
..

Event description:
The recipient reportedly experienced poor performance with use of the device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.